Event description:
A malfunction was reported regarding a customer's insulin pump, identified by malfunction code 12, occurring in denmark on february 10, 2026. There was no adverse impact on the customer¿s blood glucose level. The customer had experienced this issue twice before and had successfully restarted the pump independently on previous occasions. Technical support arranged to replace the faulty pump, confirmed the shipping address, and instructed the customer on how to return the old pump using a pre-paid label and enter it into storage mode. The customer understood and acknowledged these instructions and agreed to use an alternate method of insulin delivery to ensure no interruption in insulin provision.